Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue is currently under investigation.

Event description:
It is reported the workstation would not complete boot up. There was no patient injury or death reported.